Event description:
It was reported that the ilet user experienced sustained hyperglycemia, with blood glucose peaking at 286 mg/dl and remaining in the upper 200s, and pump dosing had paused for approximately three hours before resuming. Subsequent review indicated the device stopped dosing because the cartridge was empty and insulin supply replacement was delayed. Symptoms included hyperglycemia and malaise. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a user error related to not reverting to alternative therapy and a delayed supply change when cartridge ran out of insulin. It was concluded, based on previously established findings for similar reports, that the cause was user erorr.